Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pause in pacing during an ablation procedure. The patient had an escape rhythm. Boston scientific technical services (ts) discussed the normal function of the defib detect circuit if energy exceeds the threshold. No adverse patient effects were reported. Remains in service.